Event description:
A surgeon reported that following intraocular lens (iol) implant surgery three patients had a postoperative reaction which produces an anterior film like tissue central to the anterior capsulorrhexis, which sticks onto the anterior surface of the lens. These patients have a slight myopic shift in postoperative outcome. The surgeon reported this event occurred with two different lens models. During a follow up phone call, the surgeon reported that in these patients, the tissue has been noted within the first five days after surgery, which possibly adheres to the capsular rim, causing the lens to shift forward and result in myopia. The surgeon added that the patients are using the standard postoperative medication regimen, with no other symptoms. Additional information was requested; however, the surgeon has declined to provide it. There are two medical device reports associated with this event. This report is for the first lens model.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause cannot be determined. Not enough information was provided from the account to properly complete an investigation. Additional information was requested on (B)(4) 2012 by fax, phone and mail. Additional information was received on (B)(4) 2012 by phone. A completed questionnaire is not expected to be received. The surgeon declined to complete the questionnaire. (B)(4).